Manufacturer narrative:
Corrected data not on MDR manufacturer report number 9611710-2015-00164 submitted september 24, 2015: batch review conducted and there were no noted discrepancies. There are no previous investigations available. Since the actual used product was not returned, further investigation in determining and confirming the root cause of the product failure could not be carried out. After review of the returned product and detailed batch review, no discrepancies were found. Thus, no corrective action has been identified as a result of this analysis. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Mfg date: 02/2014 based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Received one unused 14x10 2 way female sil sup foley catheter of opaque quality in a coloplast preprinted blister pack. The above reinforcement section till tip of the catheter has turned slight brownish in color. No sign of material degradation was observed. The product was removed from the blister pack and examined. No sign of visual defect could be observed. The balloon was inflated with 18ml of water and subjected to reverse flow and drainage testing. The analysis on the returned sample showed that it met specification. The product passed testing with a reverse flow rate of 190ml/minutes, whilst the drainage test was 16.2 seconds and both results are considered acceptable per our lab test criteria. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Please note: there are (B)(4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other (B)(4) cases.

Event description:
It was reported that the catheter was blocked and not draining urine, which caused the patient to have bladder distention. The nurse changed out the catheter and the bladder distention was relieved. The bladder distention did not cause any clinical consequences to the patient.